Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that multiple syringes were found with white particles in the barrel of the syringe verbatim: "rcc received a complaint via email. Following incoming material aql inspection, multiple syringes were found with white particles in the barrel of the syringe, for a representative images."